Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they usually charge once a week, but skipped a week and they forgot to charge stimulator. Pt said their stimulator was off, and they started having pain due to not having stimulation, so they put the insr on, and saw battery was low. Pt said they decided to wait until insr died, and then saw that nothing happened when they charged it. Pt said they left the insr plugged into the dtc all night, but it didn't even say it was connected and it didn't charge the insr, even though the green light goes on. Pt confirmed that the connector pin on the dtc is crooked and they are starting to see wires come out on the back. The issue was not resolved. An email was sent to the repair department to replace the dtc. Additional information was received. It was reported that her recharger is not charging and maybe should have been sent the recharger and not the desktop charger. The patient stated the recharger is getting hot. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the desktop charger (serial# (B)(6)) found a frayed cord. Analysis of the recharger (serial# (B)(6)) found corroded boards. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.